Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) and reported that two (2) erroneously depressed sodium (na) results were obtained on a patient sample on the dimension exl 200 system. Siemens healthcare diagnostics headquarters support center (hsc) reviewed the information provided by the customer and the instrument data logs. Calibration and quality control (qc) recovered within the customer¿s expected ranges, indicating that the sodium (na) assay was performing acceptably. The customer replaced the integrated multisensor technology (imt) sensor with the same lot and the sample probe tip. A siemens customer service engineer (cse) was dispatched to the customer¿s site, and the cse found an imt flush detect error. Hsc concluded that the potential cause of the event was consistent with the fluid flow issue through the rotary valve. The issue was resolved by replacing the rotary seal, priming all imt fluids, and performing alignments. The customer is operational. The instrument is performing according to the specification. No further evaluation is required.

Event description:
The customer reported to siemens that they obtained two erroneously depressed sodium (na) results on a patient sample on a dimension exl 200 system. The initial erroneous result was not reported to the physician(s). The same sample was reprocessed on the same dimension exl 200 system, and a higher result was obtained. The sample was reprocessed again on the same dimension exl 200 system, and a lower result was obtained, which was considered erroneous. The higher reprocessed result obtained was considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to erroneously depressed sodium (na) results.